Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The umbilical cable was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system. It was reported intra/peri-operatively during the select patient/acquire scans task of a sacroiliac and thoracolumbar procedure, the system needed to be re-booted multiple times due to several error messages and the images being half white. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. A second interface (umbilical) cable was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information was inadvertently left out of initial report.

Event description:
It was noted that there was one unused hd spin that was unused.

Manufacturer narrative:
It was determined there was an accidental radiation occurrence due to half-white. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation is inconclusive. Unable to determine the root cause based on the documented information. Estimated absorbed or effective dose information is not available. Number of people exposed: 1 - patient total number of people in or unknown. If information is provided in the future, a supplemental report will be issued.